Event description:
Per the clinic, the device was explanted due to an extensive cholesteatoma. It was also reported that the patient received little to no auditory benefit from the device, since implantation. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.